Event description:
It was reported stimulation stopped working approximately one month prior. The patient had not seen their health care provider (hcp) to have their device evaluated. It was also noted the patient noticed their pocket site was "oozing" 3-4 days prior to report. Follow up reported the patient was seeing their health care provider the following day for possible battery site infection. It was unknown if the implantable neurostimulator (ins) would be explanted.

Manufacturer narrative:
(B)(4): product ID 748951, serial# (B)(4), implanted: 2003-(B)(6), product type extension product ID 74001, lot# n311223, implanted: 2012-(B)(6), product type adapter product ID 37744, serial# (B)(4),product type programmer, patient product ID 3587a, lot# l91984, implanted: 2003-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated that the patient had their device explanted due to infection after pocket erosion. The explant was rep ortedly on (B)(6) 2012. The patient recovered and no longer had an infection. The patient had a return of symptoms without the device.